Event description:
Pt had trach. Nursing unable to pass suction catheter freely or remove easily when suctioning. Pt had a bronchoscopy to diagnose problem and it was noted that the trach was kinked. Pt had respiratory difficulty and trach to be changed. As a result pt had closure of airway and required endotracheal intubation and had bleeding requiring pt to be transferred to another hosp. Pt came to reporting facility from another hosp with this trach in.